Manufacturer narrative:
(B)(4). Batch # w90w1d. Photographic analysis: the image provided by the customer was that of an hp054 handpiece disassembled from an ace+7 instrument. From the image, there is no way to conclude the root cause as to the hp054 and ace+7 assembly issue. Although no conclusion could be reached as to the reported issue, it should be noted that our manufacturing process verifies the functionality of the instrument prior to shipping. The handpiece was received disassembled with the nose cone cracked. No functional testing could be performed due to the device condition returned. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic appendectomy that the device was stuck and would not operate. Bio med looked at the device and tried to remove the gray hand piece from the disposable which twisted apart into pieces. Another like device was used to complete the procedure. There were no adverse consequences for the patient.